Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 507 mg/dl. Blood glucose level at the time of call was 132 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms of high blood glucose value. Customer was treated with manual injections and insulin pump. Auto mode was not active at the time of the event. No further patient complications were reported. The device will not be returned for analysis.